Event description:
Hcp reported pt's lead was found broken, unable to remove the device entirely. Hcp replaced the broken lead with a percutaneous lead. The pt currently has two percutaneous leads, and one lead that does not work, implanted. The device was not returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.